Event description:
It was reported that during a ptca procedure in the lad, the quantum maverick otw balloon ruptured at 6 atms. (The number of inflations performed is unk.) The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unk. The quantum maverick otw balloon was removed and the procedure was completed with another balloon. No pt injuries or complications were reported.